Manufacturer narrative:
Trigger was also disassembled from the device. The reported chipped housing and disassembled trigger were confirmed by a manufacturer repair technician through visual inspection. Potential causes for the reported event include a material fatigue issue or impact.

Event description:
It was reported that during incoming inspection conducted at the manufacturer facility the trigger housing of the device was chipped. No medical intervention and no adverse consequences were reported with this event. As this event occurred during inspection, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during incoming inspection conducted at the manufacturer facility, the trigger housing of the device was chipped and the trigger of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during inspection, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported chipped housing was confirmed by a manufacturer repair technician through visual inspection. Potential causes for the reported disassembly include a material fatigue issue or impact.